Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a skin irritation under the lifevest. The skin irritation was described as an open sore. The patient reported a history of a nickel allergy. The patient's doctor recommended the patient use benadryl and a cream (type unknown). Follow up was completed, the skin irritation had not improved.